Manufacturer narrative:
(B)(4). Additional information was received: signs & symptoms: chest pain in august of 2018; dysphagia since then. Date started: (B)(6) 2018. Current status: resolved. Date resolved: (B)(6) 2019. Maximum intensity: moderate. At any point did the event become serious? No. Is there a reasonable possibility that the event is associated with the device or the procedure? Yes/probably/possibly. Anticipated event: device erosion. Barium esophagram: (B)(6) 2018. Egd: (B)(6) 2019. Explant: (B)(6) 2019.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 6612 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Additional information received: patient complained of chicken sticking in (B)(6) 2018. Had chest pain for a few days and has had dysphagia since. Testing conducted: (B)(6) 2018: barium esophagram conducted (normal). (B)(6) 2019: egd conducted (noted device erosion). (B)(6) 2019: ph testing conducted. (B)(6) 2019: explant occurred , no complication reported. (B)(6) 2019 update: contacted patient today and swallowing issues have resolved. Mild worsening of his lpr symptoms at night. Taking ppis daily. Patient additional information - patient identifier: pas study patient ID:(B)(6). (B)(6) 2019 update: contacted patient today and swallowing issues have resolved. Mild worsening of his lpr symptoms at night. Taking ppis daily. Testing conducted: (B)(6) 2018: barium esophagram conducted (normal), (B)(6) 2019: egd conducted (noted device erosion), (B)(6) 2019: ph testing conducted, (B)(6) 2019: explant occurred , no complication reported.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2015. Additional information was requested, and the following was obtained: linx device implant took place (B)(6) 2015. Erosion event was identified (B)(6) 2019. On what date did the explant take place? Device explant (via endoscopy procedure) is scheduled for (B)(6) 2019 at 9:30am. Did the patient have an autoimmune disease? Information requested from study coordinator is the patient currently taking steroids/immunization drugs? Information requested from study coordinator did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Dysphagia reported with start date of (B)(6) 2018 ¿ moderate severity. Did the dysphagia improve after the device was implanted initially? N/a -no reported dysphagia at baseline (prior to linx implant). Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? No. Concomitant procedures performed during linx implant. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and erosion? Device explant (via endoscopy procedure) is scheduled for (B)(6) 2019 at 9:30am. Questions related to the erosion: what were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Patient complained of chicken sticking in (B)(6) 2018. Had chest pain for a few days and has had dysphagia since. Barium swallow (B)(6) 2018 normal. Egd/bravo arranged on (B)(6) 2019 for routine pas follow up, erosion found. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Yes, subject has had egd annually as part of post approval study follow up. Egd/bravo dates - (B)(6) 2016, (B)(6) 2017, (B)(6) 2018, and (B)(6) 2019. No reported dilations. Subject had barium swallow (B)(6) 2018 (normal). Are pictures or videos available? Information requested from study coordinator. How many beads eroded? Information requested from study coordinator. Where were the eroded beads positioned? Information requested from study coordinator. Has the linx device been removed: if yes, which best describes the device removal approach? No, device explant (via endoscopy procedure) is scheduled for (B)(6) 2019 at 9:30am. Was the patient stented? Information not yet available. What is the current condition of the patient? Dysphagia remains ongoing, moderate severity ¿ scheduled for device explant. Additional information received: the linx device was removed from the patient yesterday, (B)(6) 2019. Dr. Bell was able to remove the entire 13 bead device endoscopically. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids/immunization drugs? No. Are pictures or videos available? The removal procedure was videotaped. How many beads eroded? 3 beads in lumen. Where were the eroded beads positioned? Erosion location between 6:30 and 9:00 which is posterior patient right. Was the patient stented? No stent placed.

Event description:
It was reported that the linx patient reported sudden onset dysphagia. The site completed an egd and identified an erosion. The subject was implanted (B)(6) 2015 with a 13- bead clasp device lot number 6612 and serial number (B)(4).